Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The available information suggests that this device and electrode remain in-service.

Event description:
Boston scientific received information in (B)(6) 2017 that this issue was considered resolved in (B)(6) 2017.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient pocket site was being evaluated due to dehiscence of the ICD incision site. The parasternal incision is well-healed and the axillary incision is mostly well-healed with an area of superficial dehiscence along its middle. A small scab is noted and when raise, healthy granulation tissue is observed below this. Purulence is not observed and the incision is not warm red or tender. The patient has been instructed to continue the use of topical antibiotic as well as oral cephalexin as prescribed. The patient was told to contact the clinic if signs of infection (fever or chills) occur. The patient was scheduled for in-clinic follow-up in one week. The local representative contacted boston scientific on march 3, 2017 to report that this patient has been scheduled for an intervention on (B)(6). The local representative inquired about the use of an antibiotic pouch that can be positioned around the device. Ts suggested that if the infection was isolated to the pocket site, but has not been resolved with antibiotics, the device should be explanted. Once the infection has resolved, a new device could be implanted. No invasive intervention has been reported. The available information suggests that this device and electrode remain in-service.